Event description:
On 10/4/06 the lay pt contacted lifescan (lfs) alleging that his one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) sent follow-up questions to lfs on 10/5/06. Initial answers were received on 10/5/06. The mas sent additional questions and received answers on 10/11/06. The pt told the lfs customer care advocate (cca) he began receiving "extremely high" pre lunchtime readings on the reported meter when he started testing with a vial of one touch ultra test strips opened on 9/19/06. The pt said the readings varied between 7.0 to 14.0 mmol/l. The pt takes metformin and glyburide oral diabetes medication. He increased his glyburide dosage over the course of 2 weeks from one pill to 5 pills. The pt said he took his oral diabetes medication "as directed and needed" per discussions with his physician. The pt said he experienced several episodes of shaking, fainting, and dizziness between september 19 and 10/2/06; however, he denied losing consciusness. The pt sat down and relaxed when he was symptomatic. He received no other treatment. The pt claims the readings elevated after increasing the glyburide dose (results not specified). The pt called his dr on 9/28/06 and was advised to try new test strips. The pt obtained a result of 4.1 mmol/l using new test strips on 10/2/06 while feeling faint. No comparison reading with the older test strips was reported. The pt said his blood glucose readings were lower after beginning to test with the new test strips. The cca noted that the pt no longer had test strips from the vial used at the time of concern. However, the pt said the test strip vial was in good condition. A control solution test was not performed because the pt had no control solution. The meter, test strips, and control solution were replaced. The complaint is reported because the pt increased his oral diabetes medication based on the lfs product readings. During this time the pt experienced symptoms that suggested hypoglycemia while obtaining readings the pt considers to be high.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.